Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer and a cough with spitting up blood. The patient did not report receiving medical intervention. The patient reported using an ozone based disinfection device. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of negligible volume of dust throughout. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer and a cough with spitting up blood. The patient did not report receiving medical intervention. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.